Event description:
The customer reported the power supply of the c-arm did not turn on, although the monitor cart booted up when turning on the power supply. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on sire investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.